Event description:
During placement of IV catheter in patient's arm, the catheter "straw" became disconnected from the hub of the catheter. Ems was unable to see or remove the "straw" from the patient's arm and it became an embolis. Vq scan completed while in ed and scan was negative. I contacted the nurse manager on (B) (4) for follow-up with the patient's clinical team. At this point, ebrowser/medical records do not indicate she has an emboli or is being followed for one. The IV catheter has not been located. Next step: awaiting word from nm on (B) (4) about plan of care. Diagnosis or reason for use: administer saline flush.